Event description:
On (B)(6) 1995, the patient underwent placement of a greenfield inferior vena cava (ivc) filter. On (B)(6) 2019, a computed tomography (CT) scan revealed the cephalad tip of the filter was located at level of renal veins. There was redemonstration of strut perforation of ivc with two struts extending to level of l2-l3 intervertebral disc space and medial stripe extending to level of right lateral wall of abdominal aorta. Appearance was unchanged in interval. On (B)(6) 2019, the patient underwent removal of the filter. The struts had migrated outside the lumen of the ivc and extend into lumbar disc and one strut appeared to potentially penetrate into abdominal aortic wall. Originally the filter was placed due to deep vein thrombosis (dvt) at time of a long bone fracture trauma and the patient remains on long-term anticoagulation. During the removal procedure, initially the sheath advanced over the filter and could not completely engage the distal filter legs, but ultimately the greenfield filter was removed. An inferior venacavogram afterwards demonstrated possible small contained extravasation near expected level of strut penetration into abdominal aorta.

Event description:
On (B)(6) 1995, the patient underwent placement of a greenfield inferior vena cava (ivc) filter. On (B)(6) 2019, a computed tomography (CT) scan revealed the cephalad tip of the filter was located at level of renal veins. There was redemonstration of strut perforation of ivc with two struts extending to level of l2-l3 intervertebral disc space and medial stripe extending to level of right lateral wall of abdominal aorta. Appearance was unchanged in interval. On (B)(6) 2019, the patient underwent removal of the filter. The struts had migrated outside the lumen of the ivc and extend into lumbar disc and one strut appeared to potentially penetrate into abdominal aortic wall. Originally the filter was placed due to deep vein thrombosis (dvt) at time of a long bone fracture trauma and the patient remains on long-term anticoagulation. During the removal procedure, initially the sheath advanced over the filter and could not completely engage the distal filter legs, but ultimately the greenfield filter was removed. An inferior venacavogram afterwards demonstrated possible small contained extravasation near expected level of strut penetration into abdominal aorta. It was further reported that the CT of the abdomen pelvis showed a greenfield filter was again noted with strut perforation of the ivc appearing unchanged from the prior CT of (B)(6) 2017.